Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years after the implant of this transcatheter pulmonary bioprosthetic valve, severe stenosis of the stent and proximal portion of the melody valve was noted which resulted in severe right ventricle (rv) hypertension. Stenting of the distal conduit and valve was performed. A second valve was implanted, valve-in-valve. No additional adverse patient effects were reported.